Event description:
It was reported that during use on a patient, the end user heard a loud alarm emitting from the cardiosave intra-aortic balloon pump (iabp) before the unit shutdown. The iabp unit alarmed error messages 58 and 124. It was further reported that the customer switched the patient to another iabp unit to perform therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Upon evaluating, the fse was able to reproduce the reported issue and reported that the unit failed the third test on the pim leak test. To fix the reported error messages and reported issue, the fse replaced the pneumatic module assembly. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the end user heard a loud alarm emitting from the cardiosave intra-aortic balloon pump (iabp) before the unit shutdown. The iabp unit alarmed error messages 58 and 124. It was further reported that the customer switched the patient to another iabp unit to perform therapy. No patient harm, serious injury or adverse event was reported.